Event description:
Impactor cracked at the base near the handle. Still was able to use for surgery, so no delay in case and no patient injury. No back up needed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection was conducted and confirmed the bcs ii locking femoral implant impactor bumper is cracked on the device. The device was manufactured in 2013. The device exhibits signs of significant wear/ usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.